Event description:
It was reported that the patient was dependent on the device for normal function and possibly symptomatic. It was noted that noise and oversensing was observed on the right ventricular (rv) lead. Programming changes were recommended. The patient was being monitored.